Manufacturer narrative:
A leak was observed on the unexposed portion of the cannula. The damaged cannula is confirmed to have caused improper delivery of insulin. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 323 mg/dl while wearing the pod between 4 and 24 hours on the leg.